Event description:
It was reported that the patient's pacemaker was found to be in back-up operation during interrogation. The device was restored to nominal settings in clinic. There were no patient consequences.

Manufacturer narrative:
The reported complaint of reset was confirmed. Based on the information provided, it was determined that the reset was linked to the device exiting shelf mode and the programmer prematurely determined that the device was in backup. The device was performing per design and no anomalies were detected.